Event description:
It was reported that lipid infusion pump alarming occluded, patient side. The clinician examined the tubing, "looks fine." The IV was flushed and it reportedly flushed without issue. The clinician disconnected tubing from the "IV" and hit "start," infusion pump continued to alarm occluded, patient side. The tubing was removed from lipids and new tubing was "hung." There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3